Event description:
It was reported that pump issued repeated cartridge alarms over multiple events beginning 5/18/26, with customer experiencing consecutive cartridges triggering alarms. There was no adverse impact to the customer¿s blood glucose level. Customer expressed interest in out-of-warranty loaner pump and worked with technical support to complete required agreement form despite difficulty signing digital document, after which loaner pump was sent and pump replacement was arranged; no further assistance was requested and no additional outcome information was reported.